Event description:
Valve originally implanted in 2009. She was known to be well anti-coagulated. She became pregnant and had normal delivery eight months earlier. Mother and baby fine. She had not informed medical staff that she had been on warfarin during the pregnancy. Ten days later, she was admitted to the hospital very short of breath in cardiac failure, and the medical officer attending to her is very junior and therefore, did not recognize the symptoms of a potentially clotting valve. The doctor called to arrange for an ambulance to bring her to a different facility, but the pt died on the way.

Manufacturer narrative:
No post-mortem done. Valve cannot be obtained for return and further analysis.